Event description:
The customer performed a blood glucose test at 1am with a result of 270mg/dl. The customer felt the result was high and did nothing. They went to sleep. The customer was found later "out of it." They were given a syringe of expired glucagon. Paramedics were called, they arrived around 9am and the customer blood glucose was 40mg/dl. Control level one was in range. A request was made for the return of the suspect device and replacement product was sent.